Event description:
A surgeon reported during phacoemulsification the handpiece would not aspirate and the procedure was converted to extracapsular cataract extraction (ecce). There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).